Event description:
PICC line inserted into basilic vein of 35 year old male on approx 3/17/93 for antibiotic infusion. When catheter no longer needed, medical personnel attempted to remove it on 3/22/93. Pulling, plus sustained traction on catheter resulted in catheter separation about 1" before vein entry site. Pt was sent to emergency room where catheter was finally removed without surgery according to nurse.device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service. The device was destroyed/disposed of.